Manufacturer narrative:
Citation: lee yj et al. Comparison of transcatheter aortic valve replacement between self-expanding versus balloon-expandable valves in patients with small aortic annulus. Korean circulation journal. 2021; 51(3):222-231. Doi: 10.4070/kcj.2020.0409 earliest date of publish used for event date. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparative analysis into the outcomes of patients with severe aortic stenosis and a small aortic annulus undergoing transcatheter aortic valve replacement (tavr) with either a self-expanding or balloon-expandable transcatheter valve. All data were collected from a single center between (B)(6) 2016 and (B)(6) 2020. The study population included 70 patients (predominantly female, mean age 81.7 years, mean weight 54.5 kg), 37 of whom were implanted with a medtronic evolut r transcatheter valve and 8 of whom were implanted with a medtronic evolut pro transcatheter valve (unique device identifier numbers not provided). Among all medtronic evolut r and evolut pro patients, adverse events included: permanent pacemaker implantation, percutaneous coronary intervention, acute kidney injury, major bleeding, major vascular complications, myocardial infarction, heart failure, second valve implantation, moderate patient-prosthesis mismatch, moderate paravalvular leak. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.